Event description:
It was reported that archived data was removed from the long term storage (lts) device mounted on the syngo imaging system. After lts archiving procedure was changed at this customer's site, it was determined that approximately 24 million objects out of more than 100 million that contained patient images were removed from the lts. The possibility to recover this data on the file system level is currently under investigation.

Manufacturer narrative:
According to our factory experts there are two procedures available to perform lts archiving in syngo imaging: implicit and explicit archiving. With "implicit archiving" the data to be archived is directly written into a folder on the archive. This folder is usually mounted on the syngo imaging system. Once this writing operation is successfully performed, the archive system becomes responsible for further data storage. With "explicit archiving" the data to be archived is first written to a temporary folder (called "working directory"). After this first step is completed other procedures are performed to complete the archiving process (e.g. Data transmission to the archive via scp protocol, sending storage commitment requests to the archive, etc.). The data that was earlier saved to the temporary "working directory" later gets deleted from the system. The criteria used for the deletion process is age of the archived files. In general this "explicit archiving" method is the preferred one as it contains additional verification steps. The preliminary investigation of the reported event showed that the archiving method at this customer's site was changed from implicit to explicit. According to our experts the following steps took place: the configuration file properties for the implicit method in the target directory were configured as "lts.adapter.archive.base.dir=/hsm/archive/working." (Hint: in current case the name "working" is misleading as in fact it is the base directory of the archive). The directory /hsm/archive is an nfs mount directly to the archive. By default the explicit method uses the directory "lts.adapter.archive.base.dir=/ltsfw/working/" as a temporary working directory. This directory was linked to "/hsm/archive/working" (the former name "working" seemed to indicate a temporary directory). Due to this link the working directory configuration value pointed directly to the (long term) archive. This was a legacy of the former usage of the implicit method and was overseen during the archiving method conversion. With the archiving method conversion from implicit to explicit archiving the deletion function for cleanup of the working directory got enabled. The deletion function started to remove all files in this directory according to their age. However, as this directory was linked to the (long term) archive itself and because the archived files have a creation date in the past, it started to delete a lot of archive files recursively from base directory. This situation is considered a single, unique issue from this site and is not caused by syngo imaging software malfunction as it was triggered by a coincidence of unsuitable configuration/naming and human error. This issue is not considered a general problem among other customers or a general product failure. A supplemental report will be submitted once additional information has been received.